Event description:
A customer reported experiencing a cartridge alarm 20 with their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The technical support team confirmed consecutive cartridge alarms and coordinated to replace the pump with an updated model. The customer was advised on backup therapy and instructed on how to manage the pump return process, including the use of a pre-paid label for returning the defective pump.